Event description:
During routine testing of the device at the service center, the service tech reported that the probe failed the 3000 volt hypot test. The monitor was originally returned for repair of a screen failure when the probe failure was found. Since this event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.